Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed but not duplicated. The assignable cause could not be determined at this time. No repairs have been performed as the referenced device has been removed from service. Additional: a service history review revealed that the device has not been previously serviced for the reported condition. Similar reports have been received for the reported problem. The root cause investigation is in progress through CAPA (B)(4).

Event description:
The facility representative contacted baxter to report a colleague infusion pump in which failure code 810:11 occurred on channel a. The event occurred upon power on in the intensive care unit. There was no adverse event, patient injury or medical intervention associated with this report. During the product evaluation at baxter, it was discovered that failure code 810:11 occurred during infusion, which caused an interruption during delivery. There is no further complaint information available. The user interface module master software version is 5.04.00, categorized as unremediated.